Manufacturer narrative:
(B)(4). Evaluation, conclusion: off-label, unapproved or contraindicated use (stent graft was implanted in a patient with an aortic neck angulation that is greater than 60 degrees). Use error caused or contributed to event (stent graft was pulled down during ballooning).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 50 mm diameter abdominal aortic aneurysm. The aortic neck angulation was approximately 90 degrees. The aortic neck was 23 mm at the level of the level of the lowest left renal and it was 25 mm just above the aneurysm. It was reported that after the stent grafts were implanted post ballooning began at the inferior angle of the neck, then the proximal portion of the bifurcated stent graft, followed by the limbs. The bifurcated stent graft was initially placed perfectly at the left lowest renal. It was discussed that the bifurcated stent graft might have been pulled down slightly due to the fact that it was ballooned at the inferior angle first. A type I endoleak was found at the post procedure angiogram. Post ballooning with a reliant balloon was repeated and a 28/28/49 endurant cuff was placed which successfully resolved the type I endoleak. No additional clinical sequelae were reported and the patient is fine. Review of pre-implant ctas confirmed that the proximal neck was severely angulated; approximately 90deg a-p and 90deg rt-lt. The neck diameter measured 23mm just below the renal arteries, and was also calcified. The maximum aaa diameter was 5.9cm and contained thrombus. The iliac arteries were also severely calcified. Images during and post implant were not provided. The exact cause of the inaccurate delivery leading to the type I endoleak is unknown; however, it is likely that ballooning within the severely angulated and calcified neck may have contributed.